Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance while filling a cartridge. There was no reported impact to the customers blood glucose level. It was indicated that the customer was able to load the cartridge successfully.